Manufacturer narrative:
The subject product was returned and simulated use testing found the device functioned as intended. The 5 remaining fasteners fixated into a mesh/foam pad with no issues. Inner component evaluation found no manufacturing anomalies. Although the subject product evaluation found no anomalies, the pictures that were supplied by the complainant, depict fasteners that were not properly fixated, confirming the reported event. The most probable root cause for the device failing to fixate is the result of an event occurring during user /device interface. It is possible proper counter pressure was not applied during use. The IFU for the sorbafix fixation device instructs the user "counter-pressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue." A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sorbafix failed to fixate the surgical mesh to tissue during a lap umbilical hernia procedure. The sorbafix tip was applied perpendicular with the mesh which was placed above the desired location of the abdominal tissue. After pulling the trigger, the fastener only can pass through the mesh but cannot insert into the tissue successfully. Some fastener popped out from the tissue. Around 23 fasteners total were used and around 12 fasteners were not deployed properly. Another fixation device was applied to fixate the mesh. Surgeon has used sorbafix a few times previously and did not find any problems when applying.